Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker triggered an alert for a high out of range pace impedance measurement. This occurred in (B)(6) of 2017. The ra lead is from another manufacturer. At that time, the device was programmed not to sense or pace the ra lead and the minute ventilation (mv)feature was turned off, due to an atrial arrhythmia. This october, mv was turned back on, as new software was updated, to alert for potential mv oversensing. The day after mv was programmed on, alerts were triggered and automatically turned mv off. Events were reviewed and mv oversensing was observed both in (B)(6) 2017 and this (B)(6). Technical services suggested keeping the mv oversensing alert on and reprogramming the signal size. If mv is turned off again, then mv should not be used. The patient was going to be checked again in the near future. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was reported indicating that the non-bsc right ventricular (rv) lead impedance is now greater than 3000 ohms. It was thought that this could be part of a spring contact issue. This observation led to a femoral temporary pacing lead being placed. Technical services stated that they could consider programming a unipolar pace and bipolar sense configuration in the rv. The could also program fixed sensitivity at 2.5mv or higher. If the pacemaker lower rate limit is higher than the temporary pacer, then they could evaluate the rv lead with the new pace/sense configuration. The physicians were going to discuss their next steps. No additional adverse patient effects were reported. This product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker triggered an alert for a high out of range pace impedance measurement. This occurred in (B)(6) of 2017. The ra lead is from another manufacturer. At that time, the device was programmed not to sense or pace the ra lead and the minute ventilation (mv)feature was turned off, due to an atrial arrhythmia. This (B)(6), mv was turned back on, as new software was updated, to alert for potential mv oversensing. The day after mv was programmed on, alerts were triggered and automatically turned mv off. Events were reviewed and mv oversensing was observed both in (B)(6) 2017 and this october. Technical services suggested keeping the mv oversensing alert on and reprogramming the signal size. If mv is turned off again, then mv should not be used. The patient was going to be checked again in the near future. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.